Event description:
It was reported that a xience prime (3.0 x 33 mm) stent was deployed in a heavily tortuous, moderately calcified mid left anterior descending (lad) artery lesion. The xience prime (3.0 x 33 mm) stent caused some compromised blood flow of the first diagonal vessel and a non-abbott balloon was used to dilate the ostium of the first diagonal vessel causing a long vessel dissection in the first diagonal branch. A xience prime (2.75 x 33 mm) stent was advanced to cover the dissection. The xience prime (2.75 x 33 mm) stent felt resistance with the previously placed xience prime (3.0 x 33 mm) stent in the lad and partially dislodged from the balloon. It was decided to deploy the xience prime (2.75 x 33 mm) covering only 80% of the proximal part of the dissection. A non-abbott stent was used to cover the dissection successfully. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of ischemia, as listed in the instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience prime (2.75 x 33 mm) referenced in b5 is being filed under a separate manufacturing report number.